Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A supplemental report will be filed once the investigation is complete.

Event description:
It was reported a patient was undergoing a MRI of the lumbar spine. The patient was positioned with her arms at her sides. The patient reportedly had point burning sensations but thought that it was a part of the scanning process and did not inform the MRI technologist. Estimated total time in the scanner was 12 minutes. Following the exam, the patient sustained two blisters on the right hand. The patient was not padded due to lack of awareness by the technologist. Patient hands were not touching the bore. The patient was wearing a sari (kind of polyester material) and no pads were used between thighs and hands. Conservative and supportive therapy was administered (cold compress).